Event description:
It was reported that the insulin pump alarmed a few motor errors. The caller did not know the blood glucose reading. The customer stated that he did not really remember what happened at the time of the event. Advised replacement of the insulin pump. The customer advised that the alarm had only occurred a few times and declined replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.